Event description:
It was reported that the patient presented to the emergency room due to feeling high output pacing. Upon review, it was discovered that the implantable cardioverter defibrillator was found in backup operation. It was also noted that the atrial lead exhibited high impedance, however the atrial lead port was plugged. Programming changes were performed. The patient was discharged.